Event description:
The manufacturer received information alleging a ventilator's volume delivery was low. The device was not in patient use. The device was returned to the manufacturer for evaluation and the device failed a test step during testing for volume. The device evaluation has yet to be completed by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator's volume delivery was low. The device was returned to the manufacturer for evaluation and the device failed a test step during testing for volume. The evaluation has been completed and the device's flow sensor needs to be replaced to address the issue.